Event description:
When customer was contacted to return guiding tube (B)(4) for reportable correction (B)(4), the following was reported: a pt was to be treated with (B)(4) segmented cervix applicator set for fraction #1 of a radiation treatment. The implanted configuration consisted of a cervical sleeve sutured to the cervix of the pt and a guiding tube which needed to be connected for set up. Connecting the guiding tube was not possible as one of the gripping jaws (total 4) was bent outwards. Since not possible to connect, the guiding tube was withdrawn and another one was used. Connecting here was without any problem and the radiation treatment was delivered as planned. There was a small delay during the set up for treatment.

Manufacturer narrative:
The investigation of guiding tube (B)(4), lot l33 identified a manufacturing error. The gripping jaws of the guiding tubes need to be hot press molded during manufacturing to assure a proper fit into the cervical sleeve. If this is not done resistance is felt and it is difficult to attached/detach the guiding tube to/from the cervical sleeve. The customer has confirmed that the effective guiding tube was designed and returned add'l 2 affected guiding tubes from lot l33. This issue is limited to lot l33 and all corrective action have been reported under the guidelines of 21 cfr part 806 (reference #(B)(4)). No further f/u of the MDR is expected.